Manufacturer narrative:
Follow up was performed requesting additional information regarding device reprocessing; however, the customer responded that the requested information regarding device reprocessing was unknown. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume does not meet the standard value. There were few additional findings. Due to wear of angle wire, bending angle in up direction does not meet the standard value and the play of up/down knob is out of the standard value. Adhesive on bending section cover had a chip and crack. Due to clogging of nozzle, water supply volume and water removal ability does not meet the standard value. Objective lens and control unit had discoloration. Due to dirt on objective lens, the image has dark area partially. A review of the device history record found no deviations that could have caused or contributed to the reported issue of foreign material inside the nozzle. It was confirmed that the subject device was free from non-conformity in manufacturing. Based on the obtained information, the cause of the foreign material inside the nozzle was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. A definitive root cause could not be established. It was suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the air/water flow system of the evis lucera elite colonovideoscope exhibited poor air supply. The issue was found during inspection for use for a diagnostic procedure. The procedure was completed. The device was returned to olympus and an evaluation at the repair center revealed foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.